Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system not starting properly was confirmed via the log file which was extracted from the returned system controller (serial number (B)(4), evaluated separately). The clock was not set throughout the data, appearing as the default timestamp of 01jan2000. The pump was observed to ramp up to 3000 rpm four times throughout the data, consistent with the reported event. Only the white power cable of the controller was connected to power during the first attempts to start the pump. The current draw from the pump during start up caused the measured voltage in the white power cable to decrease to at least 9v, resulting in a low power hazard. The system is designed to prevent the pump from attempting to start if the system controller is not connected to external power. This decrease in voltage appeared to cause the intentional pump stop flag to re-enable 3 seconds later per the recorded timestamp. This sequence of events repeated on the second attempt to start the pump. The driveline was then disconnected less than 30 seconds later, and the black power cable was connected to the power module patient cable. The driveline was then reconnected and the pump start button was pressed again. The pump started within 4 seconds. The pump was stopped and restarted two additional times before the end of the log file. The 14-volt patient cable (lot number unknown) was not returned for analysis. Per additional information, the equipment in use at the time of the reported event was unable to be determined. The root cause of the observed voltage changes within the data was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their patient cable, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The lot number of the 14-volt patient cable was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #s: 2916596-2022-11999, 2916596-2022-12000. It was reported that pump priming had to be aborted. During pump priming, the pump had been started via the system monitor pump start button. Pump power was increased from 2.4 to 2.8 watts; however, the pump did not start within the expected 10 seconds. The system monitor showed 0 rpms. The pump was then stopped, and all connections were checked by disconnecting and reconnecting. The tech then restarted the pump via the system monitor. Pump power was increased again from 2.0 to 2.3 watts. After 6 seconds the pump started, and 3,000 rpms was displayed. Pump power continued to increase to 2.8. The pump was stopped, and all connections were re-checked along with the position of the pump in the container. The pump was started, and it started normally and power increased from 2.1 to 2.2 watts. The inflow cannula was noted to be against the wall of the container. Once this was moved, pump power came back down to 1.5-1.8. For a fourth time the pump was started, and the pump started normally. Pump power was at 1.4 to 1.6 watts. The decision was made to not use the pump and a new heartmate 3 left ventricular assist system kit was used.